Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a diluted blood leaked around the solenoid valve vl341 and the solenoid valve vl341 was failing. The fse replaced solenoid valve vl341 and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 150 mls of diluted blood leaked from the probe of the unicel dxh 800 coulter cellular analysis system and aspiration errors were generated. The leak was contained within the instrument. The customer was wearing gloves, goggles and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.